Event description:
It was reported that the pt received an acetabular cup (date not reported) and a revision surgery is planned.

Manufacturer narrative:
Since the device is still implanted in the pt and the lot number was not provided, the device history records could not be reviewed. Since the date of the implantation has not been reported, this case is treated as related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed, there is no need for further corrective measures at this point in time and zimmer (B)(4) considers this case as closed. (B)(4).